Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. (B)(6). (B)(4). The laser machine, model excimer was examined and tested at the customer location by an jjsv field service specialist (fss). The fss reset the boards to resolve the issue. The fss performed a field service checklist. The system was verified for all modes of operations. The system met jjsv specifications. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a treatment an integrator motor error occurred. The treatment stopped at 56% of the treatment and the patient has not been treated yet. All the available information was submitted.

Manufacturer narrative:
Section h4 : correction: the device manufacturer date was provided as 10/15/2007. H4 of this follow up has been updated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.